Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and three months later post filter deployment, a computed tomography of abdomen and pelvis was performed for evaluation of the denali inferior vena cava filter. The study showed that there was no caval perforation and the relation of the caval filter to the inferior vena cava wall was grade 1 consistent with tenting. The study also showed that there was a tilt with the posterior tilt measured 12.11 degrees and a left sided tilt measured 5.42 degrees. Also, there was migration, and the apex of the filter was at the level of the renal veins. Therefore, the investigation is confirmed for the alleged filter migration. Based on the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for mitral valve replacement and coronary angiography. At some time post filter deployment, it was alleged that the filter migrated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.